Event description:
It was reported that the patient's blood glucose result was 122 mg/dl at 2:30 a.m. On the aviva system and he was feeling incoherent with hypoglycemia symptoms. The patient tested again 15 minutes later at 2:45 a.m. And the blood glucose result was 33 mg/dl on his aviva meter. The patient's wife treated him with orange juice, peanut butter, and glucose pills. The wife called the paramedics and they arrived at 3:10 a.m. The blood glucose result was in the "30's mg/dl" on the paramedic's meter. The patient was treated with an unknown IV by the paramedics. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.